Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited an unrecoverable an error message. Despite attempts to troubleshoot, the anomaly persisted. The physician had accidentally used electrocautery directly over the device can. The physician elected to remove and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.